Event description:
The customer reported low bgs. The customer stated that they "felt of bed" and went to treat their bgs. They then looked at the screen and noticed a black inkblot and a crack on the screen. Suggested the customer to check their bgs. Offered to call the paramedics and the customer refused. The customer stated that they would call a friend to take them to the emergency room. Instructed the customer to disconnect from the pump and return to their back up plan as per md protocol.